Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: the pump was not returned with the meter. The meter was successfully paired with test pump investigators successfully performed a 10u normal bolus from the meter to the test pump. The bolus was accurately recorded in the test pumps history. No hypersensitive keys observed on the meter. Unable to duplicate the reported complaint.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient, alleging the patient programmed some correction bolus doses with the meter but the pump history did not show any records of the insulin dosages. As a result of the issue, the patient¿s blood glucose reading went from 405 mg/dl to 425 mg/dl. The patient reportedly had symptom of extreme thirst. He was able to take bolus insulin via the subject pump. The patient continued on insulin pump therapy but has stopped using the blood glucose meter to program his insulin dose. Troubleshooting indicated that the pump and meter reportedly paired and was within range during the bolus sessions. She did not remember hearing the bolus deliver or any beeps. There was no communication issue or any warning at the time of concern. During the call to animas, the reporter was able to complete a 2.3 unit of bolus insulin. This complaint is being reported due to the pump history issue and because the patient had elevated blood glucose reading and symptom suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.